Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the prograsp forceps instrument tip was not rotating or moving in the intended direction. The surgeon stated that the instrument was moving in the opposite direction. If the tip was moved up, it would go down. The surgeon continued the procedure with the same instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument associated with this complaint and completed investigations. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The grips opened and closed properly. The instrument exhibited imprecise motion in the pitch/yaw/roll direction. The grip tips moved within the joint limits and in the commanded direction; however, a lag or delay in the motion was observed. Additionally, the instrument was found to have a frayed pitch cable at the distal end. The frayed cable segment that contains the crimp was still installed in the clevis. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.